Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with struts on the distal half distorted and stretched over the bumper tip. The stent slightly moved distally on the balloon exposing the balloon wall on the proximal side. The crimped stent was measure and was within specifications. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain.no other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50 x 16 synergy ii everolimus-eluting platinum chromium coronary stent system was selected for treatment. However, it was noted that the tip of the stent strut was deformed. The procedure was completed with another synergy stent. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50 x 16 synergy ii everolimus-eluting platinum chromium coronary stent system was selected for treatment. However, it was noted that the tip of the stent strut was deformed. The procedure was completed with another synergy stent. No patient complications were reported.